Event description:
It was reported that pump declared malfunction alarm during operation. Customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact. Technical support decided to replace pump and instructed customer to use multiple daily injections as backup until replacement arrived. Customer was guided on putting pump into storage mode and returning it, which they acknowledged.